Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s spouse reported via phone call that her husband¿s insulin pump was malfunctioning. She said that the night prior, the customer¿s blood glucose was 400 mg/dl, he took insulin and then two hours later it went up to 600 mg/dl. The caller took him to the ER on (B)(6) 2017, between 10:00 pm and 11:00 pm. At the time of admittance, his blood glucose was still 600 mg/dl and they tried giving him insulin but his blood glucose would not go down so they had to admit him. The customer was admitted to the ICU because of how high his sugars were. They took the pump off last night and put it back on him this morning. The caller said that once they did that, the customer¿s blood glucose went up and they wanted to give another bolus but his numbers increased. The hospital believed that the cause was the pump. At this time, his blood glucose was over 200 mg/dl and his last blood glucose was 300 mg/dl and they treated him with a manual injection. During troubleshooting for high blood glucose, the customer did not have a tubing clamp to perform the high-pressure test. The customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump was returned for analysis.